Manufacturer narrative:
Helpline reports that user is seeing error while generating any reports in carelink application. Testing or analysis confirmed that the report generation error occurs for the provided user. The issue is verified based on the error message viewed while report generation. The issue is confirmed. To assist with the resolution , we provided below feedback to helpline. -- observed that there is overlap in breakfast and overnight dinner mean time -- requested helpline to inform customer to update meal time settings in the preferences section of the customerâ¿s account. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document (B)(4). The root cause of the issue was identified as overlapping meal period preferences, which resulted in the reported problem. Helpline confirmed that after updating the meal period overlap they were able to generate report in carelink support application. They informed that they have tried reaching the customer to confirm , however they did not have receive any response despite multiple requests.helpline requested to close the ticket. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced carelink personal report related issue. The event involved product acc-7333. Troubleshooting was performed. Unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for acc-7333.